Event description:
It was reported that a patient underwent a tvm procedure for uterine prolapse on (B)(6) 2010 and mesh was used. Following the surgery, the patient developed a fever and an increased crp level. The patient improved with antibiotics. On (B)(6) 2010, the patient was discharged from the hospital. In (B)(6) 2010, the patient experienced discomfort at the pudendum muliebre and slow urine flow and was diagnosed with vaginal fornix erosion on the right by the mesh. On (B)(6) 2010, part of the mesh was removed as an outpatient surgery. On (B)(6) 2010, the patient had blood in her stool and was diagnosed with exposure of the mesh at the rectum. The exposed mesh was incinerated with argon plasma by the transanal route on (B)(6) 2011, however, the mesh was not incinerated completely. The patient underwent an endoscopic examination on (B)(6) 2011. At that time, the inflammation had decreased around the mesh, and the area of the exposed mesh was epithelized. The patient went to this hospital again on (B)(6) 2011 and the physician said the patient had no problems. The patient will undergo an endoscopic examination on (B)(6) 2011. The doctor opined that the exposed mesh might be caused by a foreign-body reaction. At the time of the initial tvm procedure, the patient underwent hydrodissection, and did not undergo a rectal examination. The rectum was not damaged in the procedure. Also, the doctor opined that the exposed mesh might have caused tension by the rectum because endoscopic findings showed that the mesh was placed in folds, which was before it was incinerated with argon plasma. The patient's current status is stable.

Manufacturer narrative:
(B)(4): mesh exposure, blood in stool. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ccb817, mfg date: unknown, exp date: unknown.